Event description:
The customer reported the zipper teeth do not connect when an attempt is made to close the zipper. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4) zipper teeth not connecting. Results - evaluation of the returned product found on panel side a access window the zipper slider body is open. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Manufacturer references file # (B)(4).